Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 05/24/2006 to the present date 11/12/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the pump module was broken/damaged. There was no patient involvement.